Event description:
Baxter reported an incident had occurred at the facility involving a baxter colleague triple channel pump and the pt expired. Reportedly, the pump was not infusing the medication according to the flow rate, but infused very slow or nothing at all. The pump indicated that it was running. The pt, who "experienced anaplylactic shock in theatre", was transferred to the cardio thoracic unit with adrenalin infusion through channel a. In 2005, the pt was post coronary bypass graft and the pt was very unstable, with adrenalin, non-adrenalin, and phenylephrine running at high rates. The pt's blood pressure started dropping at approximately 18:00 in the next day and inotropes were increased. The pt remained very unstable and blood pressure stayed hypotensive. On the following day at approximately 15:30, the family member realized they did not change the adrenalin infusion yet and it was running at 50ml/hr. It was still the bag from the day before hanging and the adrenalin channel did not show any problems and no the screen appeared to be running normal. The infusion was changed to another baxter pump. Reportedly, the absolute reverse happened. The pt, who was bleeding, suddenly was very hypertensive. This incident was life threatening to the pt and prolonged their stay in the intensive care unit. In march 2005 baxter was notified that the pt involved with the incident passed away. The date and cause of the pt's death was not provided. The unit manager and the anesthetist expressed the first 24 hours of "post-op" was crucial in the recovery of the pt. The unit manager and the anesthetist expressed "the pt was very critical and unstable the first 24 hours and the incident, where their blood pressure stayed low on the high rates of adrenalin and then the massive increase in bp after the pumps were switched, could only be a contributing factor to the death". "The only explanation they could given was that the pump was in fact infusing very slowly; an occlusion was in the tubing that the pump did not pick up. When the line was put through another pump, the occlusion was released and the pt received a bolus". Baxter is in the process of collecting additional information regarding autopsy results, cause of the pt's death. Date of the pt's death, the rates of the adrenalin infusion, size of the adrenalin bag, type of occlusion, rate of other medications involved, and set up of the infusion pump.